Event description:
The customer reported that the monitors would not turn on (no boot). There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The backplane was cleaned and reseated during the service call. The system was tested and found to be working as intended and put back into service.